Manufacturer narrative:
Continuation of d10: product ID: unk-nv-onyx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an apollo catheter that was found to be ruptured/leaking during onyx injection. The patient was undergoing an embolization procedure to treat a brain arteriovenous malformations (avms) via right femoral artery access. Vessel tortuosity was minimal. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). The apollo was successfully navigated to the avm with no friction or other difficulty. Dmso was injected normally to fill the lumen dead space. Onyx was then slowly injected at a rate of 0.18ml/min for avm embolization. The onyx was seen appropriately exiting from the distal tip of the catheter into the avm under x-ray. Two minutes after the injection was initiated, the surgeon observed that onyx was leaking from an abnormal location at the distal end of the apollo catheter. The injection was stopped and the catheter was withdrawn as a whole. It was found that there was rupture at the distal end and onyx was leaking out. The catheter was ruptured but intact. Aside from the rupture there was no other damage to the apollo catheter. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no resistance felt during onyx injection. The physician paused for about a minute during injection. The onyx did not get embedded in an unintended location. No medical intervention was required. After the apollo microcatheter successfully reached the lesion, dmso was injected normally to fill the lumen, and then onyx was slowly injected to embolize the malformation mass. Onyx was seen diffusing from the distal end of the microcatheter into the malformation mass under x-ray. Two minutes after the injection, the surgeon found that onyx was leaking abnormally at a location at the distal end of the catheter. The injection was stopped and the microcatheter was withdrawn as a whole.

Manufacturer narrative:
Product analysis (B)(4), item:10,lotno:b793125 ¿ as found condition: the apollo catheter was returned within a shipping box, a plastic pouch, and an open apollo inner pouch (b793125). ¿ visual inspection/damage location details: onyx was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. However, the apollo catheter body was found ruptured at ~21.5cm from the catheter distal tip. The apollo catheter distal tip was found intact and in good condition. Onyx was found with the apollo catheter distal tip lumen. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture/leak¿ report was confirmed as the apollo catheter body was found ruptured. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during the injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. However, the cause of the rupture could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.